Manufacturer narrative:
The procedure recordings and log files were returned for analysis. Review of the case procedure recordings showed root cause was CT parameters were incompatible. The CT used for the creation of the 3d tree was constructed with incompatible parameters (3 mm thickness, 3 interval and 0% overlap). Because of that the tree constructing algorithm created an improper first branch at the top area of trachea. The display in the virtual bronchoscope view is based on the airway sync function. According to analysis the preliminary process to airway sync that is responsible for the removal of abnormal branches removed the rest of tree and left only the first branch. Because of that the virtual bronchoscope view did not advance beyond that first branch during navigation. Automatic registration analysis showed the registration was sufficient, and the samples were properly matched with the tree, navigation was performed without airway sync and the display of all other views functioned properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the new system was "not tracking". The virtual scope view is not following the pathway at all only the dynamic 3d view is. The patient was under general anesthesia. The case was aborted and was not completed by other means. The procedure was rescheduled.